Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Could not be perform a lot/batch was not provided, a device history rmed.

Event description:
It was reported that during an unknown procedure, staples weren't correctly aligned, so the device only partially closed the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.